Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported not receiving any cgm values from 12-3pm during a brief sensor error state. A new sensor was inserted and that sensor also went into a brief sensor error state. While on the call with dexcom technical support, the patient began feeling sweaty and hypoglycemic. The patient¿s wife called ems. While waiting for ems to arrive, technical support continued to speak with the patient. At 746pm, the patient tested his bg meter reading which was 35 mg/dl. The patient self-treated with some ¿sugar¿. At the time of report the patient was not feeling well and was still waiting on ems to arrive. The patient was upset at being asked questions while he was hypoglycemic and asked for dexcom not to contact him again regarding this event. No other patient or event details were available. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.